Event description:
It was further reported that the scrub nurse broke the balloon catheter.

Manufacturer narrative:
Describe event or problem, device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by MFR: returned product consisted of parts of an emerge balloon catheter, consisting of the tip, part of the balloon, the markerbands, and part of the inner shaft along with a non-bsc guide wire. The over length of device returned was 24 cm. The device was covered in contrast. The returned guide wire was measured and found to be .014¿ in diameter and was 181 cm in length. The tip, balloon, markerbands, and inner shaft were microscopically and tactile inspected. Inspection revealed approximately 10 mm of the balloon were returned and received bunched up, inner buckling at 49 mm and 44mm with a full shaft separation at 23 cm from the tip, and there was no outer shaft returned at all. The inner shaft was stretched taught over the inner shaft. The inner diameter of the device could not be measured due to the extensive damage to the device. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The outer shaft was not returned for analysis, and the outer shaft is the portion of the balloon catheter that gets a coating. The outer shaft does not interact with the guide wire; however, the inner shaft was stretch taught over the wire and may have appeared to ¿peel¿. There was no coating issue with the device. The damage to the inner shaft is consistent with complicated anatomy that is associated with a cto lesion. The separated/broken balloon and separated inner shaft is attributable to handling of the device. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Manufacturer narrative:
(B)(4)

Event description:
It was reported that catheter entrapment and a shaft break occurred. The target lesion was a chronic total occluded left anterior descending artery. After a non-bsc guide wire crossed the lesion, a 2.75mm x 12mm emerge¿ balloon catheter was advanced for pre-dilation. Upon threading the balloon through the wire, it was noted that device would not go through the wire. However, when the balloon was removed, the balloon became stuck onto the wire and visible peeling was noted. The balloon and guidewire were completely remove from the patient together. The procedure was completed with another non-bsc guide wire and the balloon was reused for the procedure. At some point the balloon catheter fractured. No patient complications were reported and the patient's status was stable.